Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited suspected premature battery depletion. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited suspected premature battery depletion. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported. The device will return for analysis.